Event description:
While trying to instill approved silicone oil into the eye, the oil did not pump through the injector. Two other injectors were tried and none would let the oil go through. All injectors were from the same box. Dr changed the procedure to a gas exchange instead of oil and the procedure went well.======================manufacturer response for high viscosity disposable injector, bd (per site reporter).======================appears to have been a bad lot number. Vendor replaced with a different lot number and all new lot# injectors work appropriately.